Event description:
The allograft polyester vascular graft (amc6006 - 60 x 6 mm) was used, and the physician reported graft leakage. The complaint was reported by the distributor. According to the report, "there was a bleeding from the graft. The surgery team coped with the bleeding. The device is not available - it is implanted in the pt." Later the distributor noted that the similar incident happened with another device from the same lot sometime in (B)(6) 2013. Both procedures got finalized in normal fashion and the devices stayed implanted in the pt. The physician stated to the distributor (B)(4) that there was no pt injury and the pt have been discharged from the hospital in a regular fashion without any remaining problems.

Manufacturer narrative:
The complaint devices were not returned for evaluation and we were not able to verify the failure. We were able to find and retrieve the "brother" (it was a part of the complaint graft before the final cutting to the length/size manufacturing step before packaging) of one of the complaint graft. Blood testing of this graft yielded a passing result. A lot history review did not reveal any discrepancies related to the complaint event during the manufacturing processes. The complaint lot and the collagen batch passed all required tests. Additionally, some other "brothers" of the complaint grafts were tested during the qc inspection for blood and water permeability before the lot was released. All tests yielded acceptable results. Therefore, the root cause of the failure remains inconclusive. However, we do feel it is an isolated incident since we were not able to identify any issues with other grafts from the same lot (including the same textile and crosslinking batches). However, we will continue to investigate this issue as more details will be available. The communication with the distributor in (B)(6) and the hospital was not successful - no more additional details were provided related to the complaint events.